Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an issue with their groups changing unexpectedly. However, it was discovered that the patient had been carrying their patient programmer around in their pocket and buttons were getting inadvertently pressed while it was in the patient¿s pocket. The issue reportedly resolved when the patient stopped carrying their patient programmer in their pocket. It was later reported that the name of the patient was unknown, but the patient was doing well.